Event description:
It was reported to empi on (B)(6) 2012, that a patient was allegedly burned with a hybresis patch on (B)(6) 2009.

Manufacturer narrative:
The suspect device was not returned for empi to evaluate. This incident is similar to a complaint received by empi that suggests that this device may have malfunctioned in such a way that it could have contributed to this injury. Device not returned.